Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. A correction bolus via pump was delivered to address bg and reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.